Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported cause was unknown. A possible lead revision was discussed with hcp. Unknown if issue has been resolved.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, 40,000. A return of pain was noted. Pt stated she could have done too much heavy lifting at work. No falls, slips, trips. Reprogrammed using only right lead with no impedances. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had a lead revision on (B)(6) 2025. The healthcare provider (hcp) opted to replace one lead for lead revision, however the hcp was unable to get the new lead into the epidural space. The patient currently had one lead implanted from original surgery. The patient had high impedances on 8 (23730) and 15 (39730), the representative programmed around the impedances.

Event description:
Additional information was received from manufacturer representative (rep) who stated patient had a lead revision on (B)(6) 2025. They state they were not the rep who covered that procedure. They do not know the disposition of the device.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for the past week the patient's therapy was not working and the controller was fully charged. When the patient tried to move around from the different programs or increase anything they got the message settings not available cannot provide your desired intensity settings. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient (pt) called back and reported they were still getting "settings not available" message when they tried to use their ins. Patient stated they were working with a manufacturer representative (rep) on (B)(6) 2024 but the communication with that rep had stopped and they had not heard anything. Patient contacted their healthcareprovider (hcp) and was told to contact [manufacturer]. Patient services emailed the rep and the rep said they spoke with the patient. Patient stated they were unsure of cause however a reset was done by a rep and right side working now. The left side does not. The issue was not resolved; rep stated left leads not working and no follow up plan at this time.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024 and product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024 and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.